Event description:
It was reported in a literature publication that patients in 5 randomized multicenter studies were followed for a minimum of 2 years. Of 508 men with lumbar disc disease undergoing anterior interbody fusion at l4l5 or l5s1, 207 were treated with fusion cages and rhbmp-2. The control groups (n = 301) were treated with fusion cages and iliac crest autograft or a metal-on-metal disc arthroplasty device. Seven of the 207 patients who received rhbmp-2 reported retrograde ejaculation.

Manufacturer narrative:
Literature citation: burkus et al. Retrograde ejaculation following single-level anterior lumbar surgery with or without rhbmp-2 in five randomized controlled trials. Lumbar spine research society paper abstracts: 2012, (paper #5). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.